Manufacturer narrative:
Device evaluation: a supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the catheter tip of the suspect device broke off in the patient and had to be surgically removed. The patient is reported to be doing fine.

Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. The device history record for the reported lot 5174052 was reviewed. No quality notification was raised for similar nonconformance during the production of this batch. The preventive maintenance, calibration and equipment history records were reviewed. No abnormality was observed on the records. Conclusion - the nonconformance cannot be confirmed as no sample was returned for further investigation. Therefore, the root cause cannot be established. If a device is returned for evaluation, an investigation will be performed and an additional supplemental report will be filed.

Manufacturer narrative:
Age at time of event: (B)(6) years. Date of birth: (B)(6) 2004. Weight: (B)(6). Sex: female. Date of event: (B)(6) 2016. Describe event or problem: it was reported that while removing the tape to discontinue the suspect device from a sedate and relatively complaint veterinary patient recovering from an anesthesia procedure, the catheter tip broke off approximately 2 mm from the hub in the patient's accessory cephalic vein. A tourniquet was placed to prevent embolism of the catheter tip, the patient was re-anesthetized, and prepped for emergency surgery to retrieve the catheter tip after utilizing radiographs to locate the tip. The patient recovered uneventfully however the hospitalization was prolonged and additional treatments and medications were required. The patient was discharged with dissolving sutures to the site and antibiotics. Relevant tests/laboratory data: x-ray, antibiotics other relevant history: the patient is a canine with a diagnosis of periodontal disease. Initial reporter e-mail: (B)(6). FDA notified?: yes. Incident notified to the FDA via mw5060829. Device evaluation: result - one used complaint sample and two unused representative samples were returned for investigation. The representative samples were subjected to visual inspection. No abnormality was observed on the catheters of the samples. The complaint sample was then subjected to visual inspection. A clean cut was observed at the edge of the broken catheter. The manufacturing process was reviewed. There is no process in the manufacturing facility that could have caused this nonconformance. There is an automated vision inspection machine that rejects parts not meeting lie distance requirements. If the nonconformance occurred in the manufacturing process, it would be rejected by the automated vision inspection machine as there is no lie distance. Hence, this reported nonconformance could have occurred out of the manufacturing facility. The device history record of reported lot number 5174052 was reviewed. No quality notification was raised for similar nonconformance curing the production of this batch. The preventative maintenance, calibration and equipment history records were reviewed and no abnormalities were observed. Conclusion - bd was able to duplicate or confirm the customer¿s indicated failure mode as the broken catheter was observed on the complaint sample. The broken catheter was potentially cut by a sharp object. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that while removing the tape to discontinue the suspect device from a sedate and relatively complaint veterinary patient recovering from an anesthesia procedure, the catheter tip broke off approximately 2 mm from the hub in the patient's accessory cephalic vein. A tourniquet was placed to prevent embolism of the catheter tip, the patient was re-anesthetized, and prepped for emergency surgery to retrieve the catheter tip after utilizing radiographs to locate the tip. The patient recovered uneventfully however the hospitalization was prolonged and additional treatments and medications were required. The patient was discharged with dissolving sutures to the site and antibiotics.